Event description:
Reportedly, an integrity system alert (warning [a3]) was raised on (B)(6) 2016 upon interrogation of the subject ICD, implanted on (B)(6) 2016 with a replacement of the right ventricular lead. Since then, the ICD was re-interrogated but the alert disappeared.

Event description:
Reportedly, an integrity system alert (warning ) was raised on (B)(6) 2016 upon interrogation of the subject ICD, implanted on (B)(6) 2016 with a replacement of the right ventricular lead. Since then, the ICD was re-interrogated but the alert disappeared.

Manufacturer narrative:
Reportedly, the second hardware reset to correct the estimation of the residual longevity displayed by the programmer will be performed on 1 june 2018.

Event description:
Reportedly, an integrity system alert (warning [a3]) was raised on (B)(6) 2016 upon interrogation of the subject ICD, implanted on (B)(6) 2016 with a replacement of the right ventricular lead. Since then, the ICD was re-interrogated but the alert disappeared.

Manufacturer narrative:
The hardware reset procedure was successfully performed on (B)(6) 2018.

Event description:
Reportedly, an integrity system alert (warning) was raised on (B)(6) 2016 upon interrogation of the subject ICD, implanted on (B)(6) 2016 with a replacement of the right ventricular lead. Since then, the ICD was re-interrogated but the alert disappeared.